Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Reason device not evaluated by mfg. Other: device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had air in line sensor alarm defect. Event occurred during testing. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for repair in used condition. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Physical condition of this device has a peeled downstream occlusion (dso) seal and worn upstream occlusion (uso) seal. There was no evidence to review in event history log. During functional test, the air in line was failed and the primary problem was replicated. The reported cause was inoperable air detector. Replaced the air detector to fix reported problem and bring pump into full functionality. Device passed all functional tests after repairs.